Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was unable to fully boot up. The cuase for the failure was isolated to shorted u1003 and u603 processors on the computer/analog board. The root cause for the shorted processors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting during a patient fitting.